Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during ventilation of a patient, the device generated the alarm ¿blower failure.¿ a review of the event logs shows the following technical events and technical failures: 17:36:37 ¿ technical event te 244018: voltage out of tolerance 17:36:38 ¿ technical event te 231009: blower controller speed low 17:36:48 ¿ multiple technical failures recorded including: tf 431001: blower fault tf 446029: ambient state detected. The patient was manually ventilated using a resuscitation bag and subsequently switched to an alternative ventilator. No harm to the patient was reported.